Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. The patient had an x-ray which revealed that the patient had twiddled the device and leads. The leads were consequently dislodged. Furthermore, an infection was discovered upon opening the device pocket. A revision was performed and the implantable cardioverter defibrillator (ICD) together with the rv lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.